Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the device leaked. The surgeon used another device. The hosp has reported that no pt injury occurred.